Manufacturer narrative:
During pre-repair assessment performed by technician, bearing damage/corrosion was found due to normal wear.

Event description:
The technician found that the latch was damaged, temperature test failed.